Manufacturer narrative:
The system was not in use during the hypoglycemia event as the transmitter was discharged, thus the system could not assert hypo alerts to the user. No investigation was required for this complaint. The user self-managed the hypoglycemia by eating food and recovered afterwards. Health effect - clinical code updated to 1912 health effect -impact code updated to 4614 medical device problem code updated to 1307 component code updated to 3141 type of investigation updated to 4111 and 4114 investigation findings updated to 3221 investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 06th 2020, senseonics was made aware of an adverse event where user experienced hypoglycemia.